Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. After the device was deployed, the patient attempted to get up from the table and took a deep breath. At this point, agitated bubbles were visualized on intracardiac echo (ice) in the aorta. The patient's EKG showed st segment elevation and heart rate dropped significantly. A quadripolar catheter was placed and used to temporarily pace the patient. Nitroglycerin was given and the patient then stabilized. It was acknowledged that the patient was not appropriately sedated, and the physician felt that it caused air to be introduced to the left side of the heart, causing st segment elevation and av block. The patient is expected to make a full recovery.